Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The blazer catheter was selected for use during the procedure. It was reported that the device had non-compliant temperature and was unable to ablate. Ablation was not effective. A new device was used and procedure was performed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The blazer catheter was selected for use during the procedure. It was reported that the ablation was not effective. A new device was used and procedure was performed successfully without patient complications. The device is has been returned for analysis.

Manufacturer narrative:
The device does not have visual defects. Functional test shows that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. The continuity test was performed and the device is within specification. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. The device passed all tests performed and analysis did not reveal any fault condition within the product.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The blazer catheter was selected for use during the procedure. It was reported that the device had non-compliant temperature and was unable to ablate. Ablation was not effective. A new device was used and procedure was performed successfully without patient complications. It was further reported that the device is no longer returning as it was lost by customer.